Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following sequence of events: he went swimming, came out of water, and noticed that the pump had no power, no alarms heard, and he could see water behind the display. The reporter denies any known trauma to the pump. No cracks in the pump casing or no damage to the rubber keypad were noted. Battery cap was changed 3 months ago. There is no reported blood glucose excursion related to this issue. The reporter has already come off the pump and is on a backup plan at this time. This complaint is being reported as the alleged loss of power issue was not resolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box and download history was unavailable as the pump would not power on. The battery cap was tested and was found to be within specifications. The pump casing at the display lens was found to be cracked. The pump was opened and evidence of moisture damage was found inside the pump and on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.